Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to high out of range pacing impedance of greater than 2000 ohms. The rv lead was programmed to bipolar and subsequent impedance was within normal range. All other lead parameters were normal. The higher limit for the impedance range was increased to 3000 ohms in setup. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).